Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the device neutral connections from the power inlet module to the main voltage circuit card show signs of electrical stress and both power inlet module and main voltage circuit card will need replaced.

Event description:
It was reported that, per evaluation of arctic sun device, the hot and neutral connections from the power inlet module to the main voltage circuit card showed signs of electrical stress and both power inlet module and main voltage circuit card will need to be replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was covered in CAPA. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology, it was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process, single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools, no crimp cross-sections provided. It was found during evaluation the power inlet module to the main voltage circuit card showed signs of electrical stress. The power inlet module and main voltage circuit card were replaced. All upgrades were verified complete in accordance with service procedures. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The device history record review was not performed as the complaint was addressed by existing CAPA. Labeling review was not required as the complaint was addressed by existing CAPA. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.